Event description:
It was reported that prior to a cataract procedure, the system gave impedance hand piece errors. Customer rebooted system and changed out the hand piece without success. Procedure was delayed over 1 hour due to troubleshooting. No patient injury was reported.

Manufacturer narrative:
Inspection and analysis of the unit was performed. The engineer confirmed the hand piece impedance error. Engineer replaced maxdrive IV print circuit board, confirmed system operation, completed field service checklist and returned the next day for system observation during surgery. System operating properly and meets amo specifications. Placeholder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Testing completed in returned part. The returned maxdrive printed circuit board assembly (pcba) was evaluated visually and functionally and the model was an older model that failed the testing. The returned part -printed circuit board- was scrapped after testing. No action is required as this is an older pcba model that is no longer used. The current model used is maxdrive IV.